Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Manufacturer narrative:
(B)(4). CT images were received by gore from the facility, and an imaging evaluation was performed. Two time-points were received for evaluation: post-implantation cta dated (B)(6) 2010 and post-implantation cta dated (B)(6) 2015. By centerline imaging, there appeared to be migration of the device between time-points. On (B)(6) 2010, the length from the right renal artery to the circumferential proximal device was approximately 26mm; on (B)(6) 2015 this length was approximately 29mm. Aortic diameter within the proximal end of the device on (B)(6) 2010 appeared to be 24mm; on (B)(6) 2015, this measurement appeared to be 26mm. There appeared to be aneurysmal growth on the (B)(6) 2015 study. On (B)(6) 2010, the aneurysm measured 57.5mm x 65.3mm in diameter. On (B)(6) 2015, the aneurysm measured 63.4mm x 71.5mm. On the (B)(6) 2010 examination, there appeared to be contrast within two sets of lumbar arteries and in the inferior mesenteric artery (ima). On (B)(6) 2015, contrast could be visualized in one set of lumbar arteries and in the ima. Concomitant medical products: patient medications include atorvastatin, glipizide, hydrochlorothiazide, lisinopril, and zoster vaccine. Results pending completion of manufacturing evaluation.

Event description:
On (B)(6) 2010, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. The proximal end of the stent-graft system was reportedly implanted approximately 2 cm below the lowest (accessory) renal artery. On (B)(6) 2015, a computed tomography scan reportedly revealed the aneurysm had enlarged from an initial diameter of 60mm x 65.8mm in diameter, to a current measurement of 62.8mm x 77.2mm. According to the report, the study also revealed patent inferior mesenteric and lumbar arteries, indicative of a type ii endoleak. A re-intervention procedure scheduled for (B)(6) 2015 was cancelled due to physician's concerns regarding an unspecified issue with the patient's liver. The procedure has not been rescheduled as of yet.